Event description:
The customer alleged that 3 dmr2 duckbill valves became loose from their housing while in use on patients. No patient death or injury was reported. The customer is sending the dmr2's back to the factory for further study. This report is not an admission by nellcor puritan bennett that this device/component caused or contributed to the event alleged in this report.